Manufacturer narrative:
No product has been returned for evaluation nor were x-rays provided to confirm the reported event. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) ; fracture of the vertebra..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Postoperative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." No product returned.

Event description:
On (B)(6) 2015 patient underwent an extreme lateral interbody fusion procedure. As per reporter two weeks post index procedure patient was experiencing pain. Migration of the cage and fractured vertebral body was identified on l5 level. Patient underwent a revision procedure to remove existing product and extend the construct.